Event description:
Related manufacturing reference number: 2017865-2023-42423 it was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular and right atrial leadless pacemakers (lp) exhibited a false recommended replacement time (rrt) alert. Programming changes were made to clear the alert. The patient was in stable condition.